Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole.according to the reporter: during the lap chole procedure the bile duct was clipped. Medical complications were reported and an ercp was performed to confirm a bile leakage. The leak was resolved on its own.